Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and had received motor error as well as no delivery. The customer¿s blood glucose level was 486 mg/dl. The customer was treated with a bolus. Trouble shooting was performed for motor error. The customer was able to complete pump rewind. The customer states the drive support cap appears normal. The customer declined troubleshoot for high blood glucose and no delivery. The insulin pump will be returned for analysis.